Event description:
It was reported that the patient presented to the clinic for a follow up with post t- wave oversensing. In one episode, a vt rhythm accelerated to vf due to atp therapy. Physician adjusted medication and also reprogrammed the device. Patient had no further issues.